Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 95% stenotic lesion in a minimally tortuous mid rca. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.